Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 52 mg/dl. The customer treated with food. The customer also mentioned that the sensor has been alerting them on low blood glucose. The sensor glucose level was 67 at the time of the incident. Customer was assisted with troubleshooting and suggested to check with healthcare provider to discuss the possible causes of low blood glucose. The insulin pump will not be returned for analysis.